Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device location is unknown. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical products: item# unk/ unk stem/ lot # unk, item# unk/ unk cup / lot # unk, item# unk/ unk liner/ lot # unk.

Event description:
It was reported patient underwent hip revision surgery for unknown reasons; head was removed and replaced with duel mobility head. Attempts have been made and additional information on the reported event is unavailable at this time.